Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.0 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage; struts lifted and bunched, the stent moved on the balloon 4mm in a distal direction. The od (outer diameter) of the centre struts was measured and is within specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was evidence of crimp stent marking on the balloon body indicating crimp contact between the coated stent and the balloon. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.00x20 synergy drug-eluting stent was advanced to treat the lesion; however, strong resistance was met and the device failed to cross the lesion. When the device was removed, it was noted that the stent was deformed. The procedure was completed with another 4.00x20 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.00x20 synergy drug-eluting stent was advanced to treat the lesion; however, strong resistance was met and the device failed to cross the lesion. When the device was removed, it was noted that the stent was deformed. The procedure was completed with another 4.00x20 synergy stent. No patient complications were reported and the patient's status was good.